Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported they had to tap the mainframe x-ray switch to release it. This could have resulted in uncommanded x-ray. This occurred outside of a procedure with no patient involvement. There is no report of injury or death associated with this event.